Manufacturer narrative:
The initial MDR was filed as MFR report (B)(4). Additional review indicated the correct manufacturing site is (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was receiving fentanyl 5500 mcg/ml at 1800 mcg/day and dilaudid 50 mg/ml at 17 mg/day via an implantable pump. The patient was having the pump replaced due to eri (elective replacement indicator) and when the reporter read the pump status he found the catheter listed was 8700 v with a total implanted volume of 0.075 ml. The reporter looked up the patient and the records show that the patient has an 8709 and an 8709sc as implanted. The reporter planned to discuss further with the healthcare provider. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a device manufacturer representative indicated that his personal programmer was used to interrogate the pump prior to replacement. The catheter was listed as an 8700v and the representative had never seen that catheter. It was determined that "no it may or may not" when they did the pump replacement and opened up the pocket. The catheter in the pocket was visible as a 8709 with a sutureless connector attached. The connector was changed and fit with no issues. The hcp commented that they wanted the catheter left as a 8700v on the programmer because it was their intention to get a computed tomography (CT) scan of the catheter when the patient returned for follow up; however, the patient did not return for the follow up. Therefore, the doctor was not able to "tenuously approve" that it was the catheter that the representative was expecting. It was noted in the programmer that the catheter was likely an 8709. The current representative called the previous representative, who no longer works for the manufacturer, for the account, and he said he didn't really recall but couldn't imagine the doctor would use that catheter. It was noted the patient was doing fine and had no issues whatsoever. The catheter was left full of baclofen and did a back table prime before hooking up the pump to the catheter and they had no complaints. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving dilaudid, unknown concentration at unknown dose and fentanyl, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that there was an 8 month elective replacement indicator (eri) and that it was going to be 6 months to pump replacement when the motor stall occurred with no alarms but the patient was going through withdrawal. The hcp confirmed there was no magnetic resonance imaging (MRI) as the cause of the stall. The hcp stated that the patient was waiting for the pump replacement surgery and thought it was scheduled for (B)(6) 2017 or sooner. The hcp stated that the refill was in about 2 weeks and at the time of the pump refill the patient complaint of withdrawal but at that time the event log did not show any anomalies as the pump was checked and it looked fine but when patient left the clinic the motor stalls occurred and the withdrawals kept getting worse. They confirmed there were intermittent motor stalls. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient's pump would be changed on the (B)(6) and then stated she thought it was going to be changed this week since the (B)(6) was (B)(6). The hcp provided patient identifying information and birth date. The hcp stated she did not know the patient's weight as the patient was in bad shape that day going through withdrawals, so they did not weigh the patient. The hcp stated the cause of the stalls was not determined. The hcp did not know if the pump was going to be returned to manufacturer once it was replaced as her facility was not the one doing the replacement. No further complications were reported.